Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03463 / 03465).

Manufacturer narrative:
Examination of returned device was inconclusive. A dimensional layout was unable to be completed due to cement still attached to components.

Event description:
It was reported that patient underwent a partial right knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014, for an unknown reason. All oxford partial knee components were removed and replaced with vanguard total knee components.